Event description:
The customer reported the system displayed a black image resulting in a boot up failure. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part was identified and repaired. The system was then found to be operating as intended.